Manufacturer narrative:
Device evaluated by MFR. The device sample is reported as available for evaluation. The device sample was not returned to MFR at the time of this report.

Event description:
The event is reported as: the applier was not holding the clips. No pt injury reported.